Manufacturer narrative:
(B)(4). The cryo2 device was not returned for evaluation as event took place post procedure, device had been discarded and a device history review was unable to be completed as the relevant lot number for the cryo2 device was not reported or able to be subsequently ascertained.

Event description:
It was reported on 29-jul-2020 that in (B)(6) 2020 a patient underwent a bronchoscopy, right lower lobe lobectomy, and nerve block procedure. The surgeon made thoracotomy incision at the 5th intercostal space for the lobectomy procedure and used cryo 2 device to achieve nerve block. Post procedure on a follow up visit it was noted that the patient had drooping eye lid signs of horner¿s syndrome. This was a procedural complication. There was no reported device malfunction.